Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the left and right mid great saphenous veins (gsv) of a patient. No abnormalities reported in relation to anatomy reported. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive were reported. The blue introducer was used. The catheter tip 5cm caudal to sfj. It is reported the patient experienced hypersensitivity, swelling, skin inflammation, discoloration, heaviness, tiredness, numbness, skin irritation itching and rash within 30 days post procedure. The issue is still present 3 month post procedure. The reaction occurred outside the treatment area. Patient was admitted to hospital to rule out any central problems, which was negative. Rash is throughout the body including face with severing itching, improved with prednisone. Symptoms are bilateral in the legs. Symptoms are worse with sitting, walking and standing. Patient continuing anticoagulant regimen. Ultrasound does not show any refluxing perforator veins. Patient prescribed steroids, anti-inflammatories and compression stockings. Patient is undoing skin patch test for nickel and cyanoacrylate allergy and will be considered for potential splenectomy if symptoms persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: only one venaseal kit was used to treat the patient. The patient remains symptomatic and did not attend for a scheduled follow-up appointment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: patient referred for a skin allergy test due to persistent, systemic rash. A office visit was scheduled for this patient but this patient did not show up for their appointment. This patient has not answered subsequent follow-up phone calls. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.